Manufacturer narrative:
During the procedure, the nalu representative in attendance visually verified that the ipg had migrated beyond the recommended depth for optimal communication and had also rotated away from the skin surface. It appears that the placement of the ipg during the initial implant procedure was not in a location with stable tissue for sustaining the placement of the device. Migration is a known inherent risk of implantable neuromodulation systems, however this case appears to be directly influenced by the patient's anatomy, specifically tissue quality, and the location chosen for the implant placement.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Approximately 2 weeks after implanting the system, the patient began experiencing issues with communication between the implantable pulse generator (ipg) and the external therapy discs. On (B)(6) 2024 a surgical revision procedure was performed in which the existing system sustained handling damage and thus the ipg and implanted leads were completely removed and a new system was placed.